Event description:
A healthcare facility (B) (6) reported via a distributor that a component of the 900mr780 neonatal reusable bias flow circuit was leaking. The component referred to is the 900mr025 infant tubing. This defect was detected during the installation of the breathing circuit, prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The complaint device is currently en route to fisher & paykel healthcare for examination. We will provide a follow-up report following receipt of the device and completion of our investigation.